Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported, "I use the libre sensors and for the past couple months whenever I put them on, I develop major itching, a rash and blisters. The sensors are supposed to stay on for 14 days, but after 3 days I have to remove it. I've been using a skin barrier to help protect my skin, but whatever is on the sensors to make them stick eats through the barrier. I don't know what is causing this but I still have wound marks left by the sensors". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.